Event description:
Additional information was received indicating the device was replaced electively. No infection or erosion of the device was observed.

Manufacturer narrative:
Correction: upon review, the implantable cardioverter-defibrillator should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.

Manufacturer narrative:
Further information was requested but not received. D6a: implant date is estimated to have occurred in (B)(6) 2023.

Event description:
It was reported, the device was explanted due to an erosion of a lead to prevent an infection.